Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was load by a nurse. During the valve implant, the patient became hemodynamically unstable after a pre-implant dilatation with a 24 mm balloon (sim). The valve was implanted under emergency conditions due to deterioration after the pre-dilatation. Severe aortic regurgitation and low systolic blood pressure was observed. Medication for hypotension (aramine) was administered. During the implant, an infold was observed at 80% deployed, but as the patient was unstable, a decision was made to deploy the valve with the infold present. Paravalvular leak (pvl) and under expansion was observed due to the infold valve. A post implant dilatation was performed with a 24 mm balloon (sim) expanding the valve but there was still a small infold at the inflow. A second post implant dilatation was performed with a 25 mm balloon (sim) resolving the infold. Trivial pvl and no gradient was observed following the valve implant. Of note, the patient's valve was very calcified with some fusion of the cusps. The physician believed that the cusps were split open during the pre-implant dilatation which contributed to the decline in condition. Following the valve implant, the fluoroscopic screening after the valve load was reviewed frame by frame and it was observed that overlap touching the fourth node was observed. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012052298); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-34 (lot: 0012101423); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that an inexperienced loader loaded the valve. A misload was not detected during the initial screening, however after the case was reviewed there was infolding seen to the fourth node indicating a misload. The perimeter derived was 26.8 millimeter (mm). The paravalvular leak (pvl) was moderate-severe.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - patient code (e062101) and device codes (a050406 a150101) were inadvertently not submitted on the initial regulatory report. Additional codes - img component code (g04040) was inadvertently not submitted on the initial regulatory report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.